Event description:
It was reported that the left ventricular lead exhibited loss of capture in all configurations. During revision the physician noted that the lead had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.